Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the patient used unspecified bd" syringe and thought the needle broke off inside his hip. The patient went to the ER for a CT scan and x-ray and confirmed the needle was not inside his hip. The following information was provided by the initial reporter: it was reported that the customer went to ER thinking the needle broke on his hip. Verbatim: I got prescription bd syringes 5-6 months ago from optumrx online mail order pharmacy. Pharmacy supplied the bd integra retractable precision guide needle 3ml 1 1/2in in size. Today when I was giving my prescription injection to myself I guess I pushed hard enough for the first time on the plunger to do the retraction. Note: we did not know about that retraction feature until I just watched your instructional videos on website! So this was the first time using your syringes that needle extracted in probably 8 injections. We just located the needle inside the spring which we just found after taking apart the syringe. Unfortunately the initial concern was that the needle broke off and was inside me, so we went to the emergency room for a CT scan and also a x-ray of my hip where I gave my prescription injection. The CT scan and x-ray came back both with no foreign objects in my hip where I gave the injection.